Event description:
It was reported to philips that the system's collimator was not working, which could impact imaging. The patient was moved to another room to complete the procedure. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnostic of coronary procedure. The patient procedure was delayed in procedure 10-20 minutes and completed by patient moved to another room. It was reported to philips that the system's collimator was not working, which could impact imaging. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found that collisions from frt-ids, issue with fd rotation track with collimator. On further troubleshooting, the customer stated that plastic bag got stuck at the fd during the case due to which it caused fd rotation out of sync with collimator. To resolve the issue, the fse calibrated the fd and collimator rotation. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.